Manufacturer narrative:
The lot number was provided for the malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation for the alleged obstruction within device and malposition of device is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf320j vena cava filter allegedly experienced obstruction within device and malposition of device. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.